Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) has been confirmed. Upon investigation the monitor was unable to power on. The monitor's enclosure ears were bent inwards, preventing the external battery from powering monitor. The root cause for the damaged connector was unable to be positively identified. No adverse event resulted from the damaged monitor.